Manufacturer narrative:
Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault. The lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additonal information: b5 a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault. The lens was explanted. H6 health effect impact code (f): 2199 should be removed and 4627 should be added. H6 medical device problem code (a): 3189 should be removed and 2993 should be added. H11 manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).